Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he woke at two in the morning with a fingerstick reading of 30 mg/dl even though his pump read 80 mg/dl. The customer treated the low with orange juice, peanut butter, and jelly beans, and retested; the fingerstick value was 50 mg/dl and the pump reading was 100 mg/dl. Troubleshooting was initiated for the low blood glucose levels. The customer was advised that the pump was working as it should. No products were returned or shipped.